Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("bad intermittent bleeding / over the course of the next couple of months continued to present heavy bleeding") and autoimmune disorder ("autoimmune-type symptoms") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On (B)(6) 2016, 1035 days after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and dysuria ("dysuria"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe lower abdominal pain that was constant and sharp with pressure"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), tooth disorder ("teeth deterioration") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy was performed.). Essure was withdrawn. At the time of the report, the pelvic pain had not resolved and the uterine haemorrhage, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, abdominal pain, tooth disorder, fatigue, dysuria and abdominal pain lower outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, abdominal pain, tooth disorder, fatigue, dysuria and abdominal pain lower to be related to essure. Diagnostic results: on (B)(6) 2016 she underwent a transvaginal ultrasound to evaluate her symptoms. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain, abnormal uterine bleeding and bad intermittent bleeding / over the course of the next couple of months continued to present heavy bleeding (seen as genital haemorrhage) and autoimmune-type symptoms (seen as autoimmune disorder). These events are serious due to medical significance, chronic pelvic pain also required intervention. Autoimmune-type symptoms is unanticipated in the reference safety information for essure, while the other events are anticipated. In this particular case, the consumer reported that almost three years after essure's insertion she experienced pelvic pain and uterine haemorrhage, and approximately seven months after that she also had genital haemorrhage. A total hysterectomy was performed due to the chronic pelvic pain. It is known that pain of varying intensity and length of time may occur and persist following essure placement. In addition, uterine bleeding may occur during its wearing. Taking in account their nature and in lack of alternative explanation, causality between these anticipated events and the suspect insert cannot be excluded. Regarding autoimmune-type symptoms, essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between the event autoimmune-type symptoms and essure use was assessed as unrelated. This case was regarded as incident since intervention was required (total hysterectomy). A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("bad intermittent bleeding / over the course of the next couple of months continued to present heavy bleeding") and autoimmune disorder ("autoimmune-type symptoms") in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysuria ("dysuria"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe lower abdominal pain that was constant and sharp with pressure"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), tooth disorder ("teeth deterioration") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy was performed.). Essure was removed. At the time of the report, the pelvic pain had not resolved and the uterine haemorrhage, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, abdominal pain, tooth disorder, fatigue, dysuria and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysuria, fatigue, genital haemorrhage, pelvic pain, tooth disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016 she underwent a transvaginal ultrasound to evaluate her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / worsening pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysuria ("dysuria"), 2 years 10 months after insertion of essure. On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced genital haemorrhage ("bad intermittent bleeding / over the course of the next couple of months continued to present heavy bleeding / worsening abnormal bleeding") and abdominal pain lower ("severe lower abdominal pain that was constant and sharp with pressure"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune-type symptoms"), vaginal haemorrhage ("abnormal vaginal bleeding"), tooth disorder ("teeth deterioration"), fatigue ("fatigue"), migraine ("worsening migraines or headaches") and hypersensitivity ("hypersensitivity / allergy symptoms"). The patient was treated with surgery (total hysterectomy was performed.). Essure was removed. At the time of the report, the pelvic pain had not resolved and the uterine haemorrhage, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, abdominal pain, tooth disorder, fatigue, dysuria, abdominal pain lower, migraine and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysuria, fatigue, genital haemorrhage, hypersensitivity, migraine, pelvic pain, tooth disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016 she underwent a transvaginal ultrasound to evaluate her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/worsening pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysuria ("dysuria"), 2 years 10 months after insertion of essure. On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced genital haemorrhage ("bad intermittent bleeding / over the course of the next couple of months continued to present heavy bleeding/worsening abnormal bleeding") and abdominal pain lower ("severe lower abdominal pain that was constant and sharp with pressure"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune-type symptoms"), vaginal haemorrhage ("abnormal vaginal bleeding"), tooth disorder ("teeth deterioration"), fatigue ("fatigue"), migraine ("worsening migraines or headaches") and hypersensitivity ("hypersensitivity /allergy symptoms"). The patient was treated with surgery (total hysterectomy was performed.). Essure was removed. At the time of the report, the pelvic pain had not resolved and the uterine haemorrhage, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, abdominal pain, tooth disorder, fatigue, dysuria, abdominal pain lower, migraine and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dysuria, fatigue, genital haemorrhage, hypersensitivity, migraine, pelvic pain, tooth disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016 she underwent a transvaginal ultrasound to evaluate her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Events worsening migraines or headaches and hypersensitivity/ allergy symptoms were added. Events worsening abnormal bleeding was clubbed with genital bleeding and event worsening pain was clubbed with pelvic pain. Event auto-immune disorder, uterine haemorrhage and genital haemorrhage seriousness criteria made non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.